Manufacturer narrative:
Pending investigation. D10: 4368463 180-65-25 - alteon 6.5mm screw, 25mm 4431117 180-65-25 - alteon 6.5mm screw, 25mm 4414457 186-01-52 - integrip cc, cluster 52mm, g2 4229675 188-01-04 - wedge plasma x/o sz 4 4190809 101-45-20 - 4.5mm drill bit 20mm.

Event description:
As reported, a patient had their hip revised. The gxl liner and ceramic head where replaced with the same implants and sizes. The event is not related to the breakage of a device. The event did not cause a surgical.

Manufacturer narrative:
Correction: please disregard previous report as it was reported in error. There is no allegation against the femoral head and it is common practice to replace the head when revising the liner.